Event description:
Pt states one week ago he believes his infusion device delivered an unintended bolus. He stated that he ate his lunch and took a bolus and about an hour later, he started feeling funny and had tunnel vision. He tested his blood glucose and his level had dropped to 42 mg/dl. He then drank a can of juice and within an hour switched to his backup infusion device. He stated that it is not possible for the bolus he gave himself to cause his blood glucose to drop so low and the infusion device must have delivered an unintended bolus. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will be returned for evaluation.